Manufacturer narrative:
The insulin pump had intermittent button response on the esc button due to corroded keypad traces. No unexpected button error alarms noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call that she was trying to cancel a temporary basal and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 90 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.